Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ and ¿check te pad¿ messages) was confirmed due to the black pulse wire being broken from the solder connection. The belt did not pass falloff testing. Correction: belt was repaired and refurbished. Root cause: the root cause for the broken solder connection was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" and "adjust belt" messages.